Event description:
The pt was implanted with a left ventricular assist device. The cardiologist reported that the pt was readmitted with concern of power elevations. It was reported that the pt's power returned to baseline, but the pt was admitted and administered medication.

Manufacturer narrative:
The pt remains ongoing with the implanted device. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.